Event description:
Customer states that there have been three instances of the xcelera auto placing an exam in the wrong pt's folder, thus changing the pt's name on the exam. Customer assures that no one on site is placing the exam in the folder. There has been no pt injury or misdiagnosis.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.